Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt was feeling a warm sensation in her pocket area when the stimulation was on. Her doctor did not confirm pocket heating. The doctor took an x-ray of her lead and it had not migrated. An x-ray of the ipg connection was not taken. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.